Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a button error and that it was unable to be cleared. The patient's blood glucose at the time of incident was 20 mmol/l. The action button was no longer responsive. Troubleshooting was initiated for the button error. The caller confirmed that the buttons had not been pressed for longer than three minutes. The customer also treated their high blood glucose with a insulin pen. The customer was advised to monitor their blood glucose. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump received with intermittent act button response due to corroded keypad traces. No button error alarm during testing. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with minor scratches on lcd window, scratched reservoir tube window, missing end cap sticker and cracked reservoir tube lip.